Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that he got an alarm and was not able to clear. Customer reported that the keypad would not respond. Blood glucose at the time of call was at 138 mg/dl. Advised will send replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No rise rate alert could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, scratched case, a scratched reservoir tube window and minor scratches on the display window.